Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-02571, 2134265-2017-02568, 2134265-2017-03701. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The laa was described as difficult and chicken wing shape. During the procedure, three 33mm watchman ® laa closure device & delivery systems and two watchman ® access system;s were used. The first two closure devices were deployed, fully recaptured and removed due to not meeting release criteria. A pericardial effusion occurred sometime after the transeptal puncture (early in the case) and before the third closure device was introduced. As the patient remained hemodynamically stable and had no signs of tamponade, the physician opted to proceed. Periodic sweeps were performed through out the case. The third 33mm watchman ® laa closure device was deployed and released successfully in the laa. No intervention was required to treat the effusion. No further complications were reported and the patient status was stable.